Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an over infusion of heparin occurred on a novum large volume pump. On the day of the event at 15:00, a 250ml bag of heparin was started at 10ml/hour along with a secondary nitroglycerin infusion at 21ml/hour. At 16:20 the nitroglycerin infusion was discontinued. At 19:30 the heparin infusion was noted to be empty. No alarm triggered that the heparin bag was empty. At an unspecified time, the patient¿s partial thromboplastin time (ptt) was high, which required additional monitoring for bleeding indicating that the patient was in a hypocoagulable state. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: d9, h6 and h11. H11: the device was received for evaluation. The pump was set up for functional flow accuracy testing at a rate of 25ml with volume to be infused of 25ml and the pump performed according to product specifications. An event history log review did not show any events on the occurrence date. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.